Event description:
It was originally reported that the pt experienced a shocking/jolting sensation and a loss of therapeutic effect. When the mdt rep increased the voltage, the pt felt the shocking. The hcp confirmed that the pt has bilateral stimulators and the right side was no longer functioning. The pt experienced a lack of effect, no stimulation and urinary issues. The pt's right lead was replaced and function was restored. The pt recovered without sequela.